Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smartassist states the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported that an implanted impella 5.5 pump on a 53-year-old female began to experience high purge pressure during patient support. A purge system blocked alarm appeared shortly thereafter and tissue plasminogen activator was run through the purge to manage the condition. There was no resulting patient injury.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. Data log review showed high purge pressure build up gradually over the course of 2 hours while purge flows trended down. The cause of the high purge pressure was most likely biomaterial due to the gradual build up of the purge pressure occurring, purge flow trending down, and clinical details that tissue plasminogen activator (tpa) resolved the issue. B5 mso statement was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27654.

Event description:
The family decided to withdraw care and the patient expired. There was report of high purge pressure; purge line was changed. There was no report or indication given information at hand there was low pump flow. Per medical safety officer review based on information there was no interruption or unwanted change in therapy.